Manufacturer narrative:
Insulin pump was received with moisture damage to the keypad traces. However, all buttons functioned properly and no ramping of numbers or scroll bar moving anomaly observed during testing. Cracks to the case, reservoir tube lip, battery tube threads and a scratched display window also noted.

Event description:
It was reported that the numbers on the customer's insulin pump were continuously scrolling while he was trying to program a bolus delivery. The customer's blood glucose was 371 mg/dl. He treated with manual injection. The customer stated the insulin pump may have been dropped. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.